Event description:
This ra lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2012 due to low impedance readings, less than 200 ohms. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).